Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 as follows: the black box revealed an auto timeout, pump suspended event on (B)(6) 2014. The last recorded bolus was (B)(6) 2014 and the last recorded basal delivery was (B)(6) 2014 with no further pump deliveries resumed. The suspend history showed that the pump was manually suspended on (B)(6) 2014 at 01:07am and manually resumed at 12:29pm. The alarm history showed typical usage alarms. The total daily deliveries added up correctly, the pump successfully passed a delivery accuracy test, and a 10 u bolus was successfully completed. Unrelated to the original complaint, the pump had no audio sound and an audio bolus test was prohibited due to a missing audio bolus button cover. No keypad hypersensitivity was observed with testing. The pump cover was removed and visual inspection showed that the audible tone spring contacts were misaligned and not making a full contact with the internal components causing the audible alarm sound loss. Upon height adjustment of the audible tone spring contacts, the auditory tones returned. The cover was replaced, the pump was re-started, and product analysis was unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump was unable to bolus. The reporter noted during the call that the patient was in the hospital but stated that it was for a staph infection and not for high blood glucose (bg). The reporter stated that the patient¿s bg was elevated due to the infection and that the patient was on antibiotics. The reporter did not allege any allegation against the pump related to the hospitalization. The patient had reportedly been removed from the pump due to the alleged bolus issue and was on injections to control bgs. Customer technical support reviewed the pump with the reporter and found that the pump was cancelling boluses from the pump or the meter. All other histories appeared normal during troubleshooting. The reported bg excursions were determine to be related to an infection and not related to use of the pump. This complaint is being reported based on the alleged cancelled bolus issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.